Manufacturer narrative:
The serial number of the analyzer was (B)(6). The investigation determined the event was due to suboptimal pcr growth curves.

Event description:
There was an allegation of questionable cobas® dpx duplex hav & parvovirus b19 nucleic acid test for use on the cobas® 6800/8800 systems results from the cobas 8800 analyzer. Of the provided data, two donor sample pools were false negative.